Manufacturer narrative:
The user facility resolved the problem through troubleshooting. In troubleshooting the reported problem, the initial reporter determined that the device was set to "manual." Upon setting to "automatic," the problem was resolved. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were experiencing a "brightness issue." The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device. There was no patient impact or injury that occurred, associated with the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the xenon light source was set to manual dimming instead of automatic dimming. Setting to automatic dimming resolved the issue. Olympus will continue to monitor field performance for this device.